Event description:
The caller's mother used the product listed. During her brushing, the bristles started to come out of the toothbrush and then traveled down her throat. They caused her a lot of pain and made her choke.